Manufacturer narrative:
The customer complained about significantly lower measurement results obtained on a cobas b 121 analyzer sn (B)(4), installed in an specific location (ICU) when compared to a cobas b 121 analyzer sn (B)(4) (installed in pathology lab). Replacement of electrodes, consumables, analog board and measurement chamber did not solve the problem. Switching the analyzers showed that the problem is location specific rather than analyzer specific. The investigation showed changes in the calibration of the po2 in a particular room. This could be related to factors in the surrounding area of the instrument and are detailed in the instruction of use. It is also noted that at the time of the event, the customer did not run quality controls. The instructions for use clearly instruct users that quality control measurements must be performed in their entirety. Omitting qc measurements or ignoring qc measurement results may lead to incorrect patient measurements, which may result in incorrect clinical decisions, possibly endangering patient health.

Event description:
The customer alleged they received questionable po2 results on their cobas b 121=roche omni c system w/o aqc analyzers. The cobas b 121 is not sold in the united states, but the po2 electrode is sold in the united states. The customer stated that the b121 with serial number (B)(4) was in the ICU. When the results from this analyzer were compared to a second b 121 analyzer, serial number (B)(4), in the pathology laboratory, the ICU results were around 60 mmhg lower. The customer stated the results from the analyzer in pathology were correct. The customer stated they saw the same response with quality control samples. The customer stated that when the b 121 analyzer with serial (B)(4) was moved to the pathology laboratory, the analyzer worked fine. However, when the b 121 analyzer with serial (B)(4) in the pathology laboratory was moved to the ICU, the analyzer also failed with results around 70-100 mmhg lower. The customer provided data for (B)(4) results. Information on whether any of the results came from the same patient samples was requested but not provided. Information on whether there were any adverse events was requested but not provided. Information on whether any results were reported outside the laboratory was requested but not provided. After an internal cleaning and calibration, the results still were not ok. The po2 electrode and complete measuring chamber were replaced in analyzer (B)(4) and the analog boards were switched between the analyzers but the problem persisted.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.